Event description:
Sex: unk. Procedure: unk. Reportedly, after placing the clips, difficulty was encountered removing the instrument. There was no tissue damaged, no transfusion and the incision was not extended. However, o.r. Time was extended in excess of 30 minutes.